Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that following the intra-ocular lens (iol) implant procedure, it was observed that lens had glistenings. The surgery was completed without complications. Additional information has been received includes patient had femto laser surgery on both eyes after cataract. There are two medical device reports associated with this file. This report is associated with the right eye.